Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure due to threatened extrusion. During procedure, it was noted that the implantable cardioverter-defibrillator exhibited decremental outputs during threshold testing. The device was explanted and replaced. There were no patient consequences.